Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported several auto mode switch episodes that appeared to be noise was observed on the atrial lead. Noise was reproduced via isometrics. No patient symptoms reported. Patient was stable. No further information available.

Event description:
New information received notes the auto mode switch episodes were first observed during a follow-up in clinic visit. No intervention has been performed. Patient condition is good.